Manufacturer narrative:
(B)(4). Additional information: after the returned sample was evaluated by a baxter authorized (B)(4) lab, it was determined that the dark colored fiber was observed outside of the bladder, not in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling of a large volume infusor a dark colored fiber was observed inside the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): this lot was manufactured between february 19, 2013 and february 20, 2013. Baxter received one sample for evaluation and the reported condition was confirmed. The unit was returned disassembled, with the particulate matter placed separately in a plastic bag in a specimen plate. The particulate matter was microscopically inspected and confirmed to be a strand of hair. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.